Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl). Reportedly, customer's spouse administered some food to the customer to treat bg level and contacted the paramedics for transportation to the hospital. While in the hospital, customer remained on the pump and was diagnosed with a bacterial infection. Customer was released from the hospital on (B)(6) 2016; however, they were admitted to the hospitalized again on (B)(6) 2016 for the bacterial infection. Customer was then removed from the pump and treated with insulin and fluids. Customer was released from the hospital on (B)(6) 2016. Customer did not indicate if pump use was reinstated.